Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the hp053 handpiece is not functioning. It does not appear to be broken however, does not work properly. Another device was used to complete the case. There was no consequence to the pt.